Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm)1 due to a persistent 319 error. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint issue. Fa tested the unit on an in house system and it failed normal mode as it triggered 319 errors. The patient side cart (psc) fixture test platform unit failed on a (pftp) as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted pancreatectomy-total surgical procedure, there was a system error 319 that occurred. The customer reported that they tried a couple of power cycles before contacting intuitive surgical, inc. (Isi). The technical support engineer (tse) had the site power off and do an emergency power off (epo) of the patient side cart (psc) with no change. The customer stated that they needed all four arms for the procedure, and they were going to see if they had a psc that was not being used to swap it out. The tse reviewed the system logs and the logs show the site swapped out the psc. The procedure was converted to another da vinci psc with no reported injury.